Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid reed switch being shorted. When the reed switch was shorted, the device would not recognize that the lid was being opened. The customer received a replacement device.

Event description:
The customer reported that their new device had no audio prompts when it was powered on. The icons on the display flash briefly then go away. The device is not usable without audio prompts. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.